Event description:
The customer reported a burn on the distal end during an diagnostic gastroscopy involving an olympus gastrointestinal videoscope. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.